Event description:
The event occurred on an unspecified date and involved an ndehp pe-lined plum 0.2flt-sl. The customer reported a leaking chemotherapy line due to a suspected defect with the IV tubing. It was noted that the leak occurred from the filter. The tubing and the drug were replaced, and therapy was resumed. Although there was patient involvement there was no reported adverse event/human harm, or medical intervention required. This captures the first of four events reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.